Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the procedure. Hemorrhage is a known inherent risk of endovascular intervention procedure and is documented in the material's instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2017-00087, 2029214-2017-00088, 2029214-2017-00089, 2029214-2017-00090, 2029214-2017-00091, 2029214-2017-00092.

Event description:
Medtronic received report that one day post liquid embolization of a brain arteriovenous malformation (avm), the patient experienced an acute spontaneous intracranial hemorrhage (ich) within the treating vascular territory. The patient was hospitalized, as the computed tomography (CT) showed bleeding in the area of the avm. The patient reported headache pain as 10/10 and accompanied with nausea. The patient received fentanyl, propofol/precedex for pain and continued sedation. The patient was reported to have ultimately been discharged home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.